Event description:
The customer reported that during an ladg procedure, the ratchet became stiff and the device would no longer open. Add'l resection of tissue was done to remove the device. Another device was used to complete the procedure without incident. There was no bleeding and no tissue damage. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.